Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the voltage was too low for the projected remaining capacity. Subsequently, this device was explanted and replaced and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.